Event description:
On (B)(6) 2012: omphalectomy and cure of hernia with placement of a peritoneal plate. A painful liveoid purplish mark appeared on the skin one month later. This was noticed the first time on (B)(6) 2013 in dermatology. On (B)(6) 2013 the mark reproduced the shape of the abdominal plate. The topical cortico therapy were ineffective. The explantation is considered with allergy tests on samples of the plate.

Manufacturer narrative:
A review of the complaints database reveals no other reports rec'd on this device lot number. A f/u report will be submitted at the completion of the investigation into this event.